Manufacturer narrative:
Technician found bed in ICU. Found siderail latch spring gummed up and not operating freely. Cleaned latch mechanism and replaced latch spring to resolve this issue.

Event description:
Customer alleged the head right hand siderail will not latch. No injury alleged.